Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer advised they had sensor anomaly recur multiple times. Customer was advised that a replacement sensor will be sent out and agreed to return the product for analysis.